Manufacturer narrative:
During follow up, the reporter described the cause of the event as a breach in aseptic technique related to an unhygienic environment. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was reported to be due to the pd therapy was performed in an unhygienic environment. It was additionally stated that the patient did not break aseptic technique. As there was no evidence to suggest the patient's source of water was contaminated or the unhygienic environment in which the patient performed therapy was outside the patient's control, the cause of this event will be assessed as unknown. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) injection meropenem (1 gm, daily for 14 days) and ip injection vancomycin (1 gm, every fifth day for 14 days) for peritonitis. Four days after event onset, the patient was hospitalized for the event and discharged the following day. The same day the patient was reported recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.